Manufacturer narrative:
Report date: 24aug2021. There was no patient involvement.

Event description:
When powering on all the alarm messages are displayed on the screen. Screen is locked. The customer called into technical support (ts) reporting that when powering on the device, all the alarms are displayed on the screen. Screen is locked. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states that at start up, the unit gives multiple alarm messages on screen, alarms, screen is frozen (not able to make changes or clear alarms), and noted several error codes in log: 1104,1115,111b,1124,1134,1203,1209. Customer requested onsite service. The rse dispatched to field for onsite service and repair.

Manufacturer narrative:
A power management board was returned for analysis. Visual inspection of the power management (pm) board revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician confirmed the customer¿s complaint of alarm messages being displayed on the device. The r31 solder cracks open on the pm pcba created the error codes.

Manufacturer narrative:
The field service engineer replaced the battery and the power management pcba to resolve the reported issue. The device passed required performance verification tests per philips standards.